Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that the ih-1000 instrument on-site showed a red alarm message stating "ioniser failure" and that he observed sparking on the instrument piercer. The customer was advised to shut off the instrument until one of our field service engineers checked the instrument. No harm occurred. The issue was solved by cleaning off the debris on the piercer pins. The ih-1000 instrument was returned into working conditions.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that the ih-1000 instrument on-site showed a red alarm message stating "ioniser failure" and that he observed sparking on the instrument piercer. The customer was advised to shut off the instrument until one of our field service engineers checked the instrument. No harm occurred. The investigation of this case is still ongoing.